Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The review of the black box did not show any rewind issues in the pump history. The rewind, load and prime steps were performed successfully. In addition, the pump was exercised for 24 hours and afterwards, no rewind issues were observed. The pump was opened up and no evidence of corrosion or damage was noted on the motor flex connector. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the piston rod was not retracting during the rewind step. This complaint is being reported because the insulin delivery could be affected. There was no indication that the product caused or contributed to an adverse event.